Manufacturer narrative:
Complaint conclusion: as reported, during a chronic total occlusion (cto) procedure, an outback elite (120cm re-entry) was used to get back into the true lumen; however, the needle did not retract when the physician wanted to pull the needle back into the catheter. The physician could not retract because the needle was bent due to the calcified artery. There was no reported patient injury. Procedural pictures have been received. The target lesion was the sfa. The target lesion was 100% calcified. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed, followed by a 30 second delay, and then flushed again, per the instructions for use (IFU). Cannula action was verified during prep. A .014¿ guidewire was used. There were no problems noted with the guidewire used. The needle/cannula fully retracted prior to insertion of the wire. The cannula actuated smoothly. The product was removed from the artery and the femoral access was closed with an angioseal. The procedure was not completed successfully as the physician could not open the superficial femoral artery (sfa). The product was not returned for analysis. Four procedural images received and reviewed. Images show the steps leading to needle deployment with the final image showing an outback needle fully deployed. A review of the manufacturing documentation associated with this lot 17613673 was performed and no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, during a cto procedure, an outback elite (120cm re-entry) was used to get back into the true lumen; however, the needle did not retract when the physician wanted to pull the needle back into the catheter. The physician could not retract because the needle was bent due to the calcified artery. The patient was highly calcified. There was no reported patient injury. The product was clinically used and will not be returned for analysis. Procedural pictures have been received. The target lesion was the sfa. The target lesion was 100 % calcified. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed, followed by a 30 second delay, and then flushed again, per the IFU. Cannula action was verified during prep. A .014¿ guidewire was used. There were no problems noted with the guidewire used. The needle/cannula fully retracted prior to insertion of the wire. The cannula actuated smoothly. The product was removed from the artery and the femoral access was closed with an angio seal. The procedure was not completed successfully as the physician could not open the sfa.